Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers had failed and unrecoverable. A field service engineer (fse) reseated the connections and tightened latch fittings, and the board was tested and verified to be within correct ohm readings. The device was powered back on, updates were allowed to complete, and the customer successfully recovered the drawer, restoring user access. Fse also identified an intermittent scanner failure caused by a damaged cable and replaced the scanner, after which the device was restarted and functioned properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed and required maintenance. The customer attempted to reboot the system, unplug and reconnect the power cable, and open the back panel to check the hardware; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.